Manufacturer narrative:
This event is being submitted as a result of a retrospective review of complaint records. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was very difficult to insert the intermittent catheter, and the patient stated it caused him to experience urinary tract infections (utis). It was noted that the patient had been using the product for more than 90 days. It was unknown what medical intervention was provided for the utis. Per additional information received on 06-jan-2022 via email from (B)(6), the patient stated the catheters were very hard to insert because of the utis. Per additional information received via sample return form on (B)(6) 2022, it was reported that the patient experienced recurrent utis and required antibiotic treatment twice.

Event description:
It was reported that it was very difficult to insert the intermittent catheter, and the patient stated it caused him to experience urinary tract infections (utis). It was noted that the patient had been using the product for more than 90 days. It was unknown what medical intervention was provided for the utis. Per additional information received on (B)(6) 2022 via email from liberator, the patient stated the catheters were very hard to insert because of the utis. Per additional information received via sample return form on (B)(6) 2022, it was reported that the patient experienced recurrent utis and required antibiotic treatment twice.

Manufacturer narrative:
The reported event is inconclusive due to a lack of information. 127 rtu catheters were returned unopened in their original packaging, however, due to customs restrictions, one catheter was evaluated by the supplier. An evaluation of the returned sample was completed by (B)(6). The catheter packaging was visually inspection and no signs of damage or leakage was found. The surface of the shaft was visually inspected and the length of the shaft was stroked with fingers; the catheter was noted to be smooth with no quality issues. The returned sample was typical and compliant to specifications. The coating and shaft materials batch history records were reviewed and no quality observations were noted. The extruding batch history, tipping process history, coating dipping process history, eyelets punching history, sterilization process history, packaging process history records were reviewed and no quality observations were noted for the reported lot. The batch history records for final release inspection of the reported lot was also reviewed and no quality observations were noted. Although no quality issues were noted on the unopened returned or retained samples, it is unknown how the device reacted with the patient's anatomy; therefore, this event will be found inconclusive due to a lack of information. A potential root cause for this event could be, "unsuitable material". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury." "To help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor." "Inspect the catheter before use." "Self-catheterization should only be carried out under medical advice and only in accordance with instructions provided. You should always follow the plan of care and advice given by your healthcare professional." "Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories." "Please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube)." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.